Event description:
There is no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined rpms were in specification. The control bar was loose. The control bar was not in the correct position. Calibration was in at all readings. The ball plunger was not in the correct position. The lever, ball plunger, screws, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: canada.

Event description:
It was reported that during surgery, on (B)(6) 2025, the device was malfunctioning due to a structural problem/non-calibrated. It was harvesting a thicker graft when set for the same depth as other dermatomes and it was causing frequent full thickness lacerations. The device was not behaving as expected compared to other dermatomes. The laceration required sutures after procedure and there was a delay of 15min. Due diligence is complete.